Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding after adc device insertion. The customer reported that they were bleeding heavily and required contact with a healthcare professional. The healthcare professional stopped the bleeding and applied a stitch to the insertion site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed. Applicator (B)(6) has not been returned due to which further investigation is not performed. If the applicator is returned, a physical investigation will be performed and a follow-up report submitted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding after adc device insertion. The customer reported that they were bleeding heavily and required contact with a healthcare professional. The healthcare professional stopped the bleeding and applied a stitch to the insertion site. There was no report of death or permanent injury associated with this event.